Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
During a plif (posterior lumbar interbody fusion) procedure, the patient¿s catheter was accidently nicked during the middle of the case. The patient was open and lying face down, so they were unable to read the pump to determine what devices the patient had implanted. The catheter from distal revision kit 8598a was used, but it would not connect to the existing catheter; the pin would not go in. They decided to remove the catheter and replaced it instead with the spinal segment from an 8780 catheter using the connector from the 8785 anchor tool kit. This was able to connect which confirmed the patient had an existing 8780 catheter which was not compatible with the 8598a revision kit. The patient was closed. After reading the pump, the new catheter information was entered and the new spinal segment of the catheter was primed. The device system was delivering fentanyl and bupivacaine. To this reporter¿s knowledge, the patient did not experience any symptoms related to the event; no additional actions or interventions had been taken; the patient was receiving effective therapy.